Event description:
A 6-french slender hydrophilic sheath placed, with micropuncture kit. Upon removal of the dilator from the sheath, the micropuncture wire tip was sheared off and located in the distal aorta/l(eft) common iliac. CT surgery, cardiology, and vascular were updated on the presence of the micropuncture wire tip remaining in the distal aorta and l common iliac. There was no sign of new stenosis or dissection and there was timi (thrombolysis in myocardial infarction score) 3 distal aorto/iliac flow.